Event description:
It was reported that, "as surgeon was final tightening, the tulip disengaged from the screw shank and popped off. When the surgeon pulled the tulip out, the blocker was cross threaded. We pulled the remaining shank out and implanted another screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.